Event description:
It was reported that there were high thresholds and no capture on the lv (left ventricular) lead. The lead was capped. It was also reported the device was explanted and replaced due to eri (elective replacement indicators). The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.